Event description:
A patient reported they experienced the events of ¿implant moving from its place¿ and ¿capsule¿. Healthcare professional reports capsular contracture baker grade iii-IV. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and malposition was received on august 15, 2021 with lot number 2673355. Visual analysis of the returned device identified: weight to the spec, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.6b, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii-IV. Patient reported additional instance of capsular contracture, baker grade unknown, and "on (B)(6) 2019 capsule was removed and same devices were implanted to patient again." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: capsular contracture, baker grade not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A patient reported they experienced the events of ¿implant moving from its place¿ and ¿capsule¿. Healthcare professional additionally reported "capsular contracture", baker grade not specified. Device remains implanted.